Event description:
It was reported that patient underwent a knee revision procedure on (B)(6) 2010. During the procedure, the surgeon attempted to engage a ssk screw but was unable to engage the screw. Another ssk screw was retrieved and the procedure was completed successfully, but only after a delay of more than thirty minutes had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).